Event description:
On (B)(6) 2011 at 8:05 a.m., a patient was found having a seizure and was tested with unknown advantage system. The patient's reading was 113 mg/dl. The patient was treated with 2 tubes of oral glucose. Requested return of suspect device and strips, and replacement was sent.